Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the middle left anterior descending artery. A 38 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, during procedure, the tip of the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.